Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was returned in original shipping conditions upon receipt with battery voltage near the beginning of life level. Electrical and mechanical evaluation performed under nominal settings indicated normal functionality. Further analysis of output parameters found normal pacing with all parameters within the normal range. Visual inspection of the header and connector detected no contamination that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker's atrial channel failed to pace. The pacemaker was not used and replaced during the procedure. The patient was stable throughout.